Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker australia. The technical service report indicates: problem description: observed fault, intermittent image dropout from hdmi output 1 (irrespective of resolution selected), image output total failure in channel 2 (irrespective of resolution selected). Fault diagnosis and results. Diagnosis: camera control unit inspected & functionally tested as per qip. Despite extensive overnight burn-in and repeated testing no fault. Could be verified. Repair details: camera console will be cleaned externally & internally of lint, functionally tested and electrical safety tested before return to customer. Probable root cause: manufacturing nonconformity. Scratches / dents. Loose connections / gaps. Rough / chipping surfaces. Damage during cleaning. Potential removal of faceplate. Use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.